Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer used 30 units for the fill tubing process. Reportedly, the customer reported seeing insulin drops at the end of the infusion set tubing, but stated that the pump cycled back into the load sequence. The customer stated that this issue occurred twice. During troubleshooting, the customer was on the screen that stated to select "done" if drops were seen. After selecting "done", customer received "check by fill tubing". Tandem technical support inquired if customer had received a message that stated a minimum of 50 units needed to be loaded into the cartridge during previous attempts; customer was unable to confirm. Customer reported cartridge was loaded successfully after third attempt. Customer's blood glucose level was 173 mg/dl.